Manufacturer narrative:
The hospital medical examiner (me) called technical support to report that a 1104 "backup alarm failed" alarm error occurred while the device was in use on a patient. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the reported 1104 error code was logged in the event log. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba), cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred while the device was in use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another ventilator, but there was no reported delay in therapy or medical intervention. The hospital medical examiner (me) called technical support to report that a 1104 "backup alarm failed" alarm error occurred while the device was in use on a patient. The investigation is ongoing.

Manufacturer narrative:
The product investigation lab (pil) technician verified that the 1104 "backup alarm failed" alarm error occurred multiple times in the event log; however, neither the occurrence nor the 1104 error code could be duplicated during the bootup of the central processing unit (cpu) printed circuit board assembly (pcba) or standard test bed (stb) operation using the cpu pcba. The pil technician allowed the visual and audible back up alarm to operate for a period of two minutes while the device was in a no power/hardware power fail state and found that the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. Ls1 resistance was measured showing a solid 393k ohms, verifying that ls1 was not shorted or open. The pil technician confirmed that ls1 (secondary speaker) functioned as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Additionally, the pil technician purposely generated an alarm condition by the temporarily disconnecting the pprox tube from the pprox port of the stb and verified that the alarm for pprox generated as expected. The customer complaint has resulted in a no problem found.